Event description:
Customer reported cic/apexpro rebooted. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when investigation has been completed.